Event description:
Approximately 2 months after implantation, patient felt device may not have been holding its adjustments. For some time, problem was not diagnosed. Physician now indicates that x-ray shows port to be broken. Surgery to replace port has been tentatively scheduled.

Event description:
Taper 1. Laparoscopic procedure in 2002 found broken access port tubing, which was repaired when the access port was removed and replaced.